Event description:
It was reported that the lead integrity alert was triggered due to high impedance on the on the superior vena cava (svc) portion of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the svc coil fractured and had rising and fluctuating impedance. The svc portion of the lead was capped. The pace/sense and right ventricular defibrillator coil portions of the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert was triggered due to oversensing on the right ventricular lead. The device remains in use. No patient complications have been reported as a result of this event.